Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported that during the preventative maintenance inspection of the ventilator, the blower control pcba information wasn't displayed. The customer switched the ventilator on in normal vent mode the following errors alarm occurred. There was no patient involvement. Check vent ovp circuit failed, check vent 3.3v supply failed, check vent 5v supply failed, check vent 35v supply failed, and check mc and pcba adc failed. Each is reported under a separate manufacturer reference report# check vent ovp circuit failed - MFR reference# 2031642-2022-02612; check vent 3.3v supply failed - MFR reference# 2031642-2022-02614; check vent 35v supply failed- MFR reference# 2031642-2022-02616; check mc and pcba adc failed - MFR reference# 2603375-2022-02617.

Manufacturer narrative:
H10: the repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, data acquisition printed circuit board assembly (da pcba) and the power management (pm) board, aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. H11:updated contact information, contact office entity, and manufacturing site.